Event description:
Medical records obtained from treating emergency department (ed) indicate patient presented with complaints of blurred vision and bleeding of the eyes. Patient reported to the ed that he noticed bleeding coming from his eyes two days prior to his visit. Patient also reported noticing right eye erythema during the experience. At time of intake patient denied pain. Visual acuity was 20/15 (right eye) and 20/20 (left eye) - both eyes with lenses. Eent assessment revealed: "eyes scant amount of bleeding from the left eye. Reports blurred vision in outer aspect of conjunctiva of left eye, iris of left eye and inner aspect of conjunctiva of left eye." Review of symptoms revealed the right eye was positive for discharge and redness. Bleeding was coming from both eyes and both eyes were negative for pain. Eye exam showed that periorbital structures appeared normal. Pupils were equal, round, and reactive to light/accommodation. Extraocular movements were intact throughout. Sclera abrasion noted at 6 o''clock. Emergency room then instilled tetracaine and fluorescein. No abrasion was seen. Lids were everted and abrasions to the left upper eyelid were noted. Patient¿s discharge instructions included: eye - corneal abrasion, conjunctivitis-brief. Patient was prescribed gentamicin 0.3% ophthalmic drops and was instructed to use 2 drops every 4 hours. Patient was told to follow up with an ophthalmologist and patient was then discharged. To note: information relevant to patient¿s follow-up appointment with ophthalmologist has already been captured within initial report.

Manufacturer narrative:
Consumer reported vision loss, irritation and bleeding. The emergency room prescribed eye drops and referred him to a specialist. Consumer reported the specialist thought he got something in his eye or that it was from his contacts. The specialist's office reported the patient was referred to them for an evaluation of a corneal abrasion. Patient had irritated eyes that were bloody looking. No corneal abrasion was observed. Patient was diagnosed with trace superficial punctate keratitis(spk) and instructed to do hot compresses and use artificial tears. Patient returned over a month later for a routine visit and the trace spk had resolved. At that visit, the doctor diagnosed the patient with bilateral dry eye syndrome. Doctor does not know if the event is related to a specific product. Medical documentation was requested from the emergency room but not yet received. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, "hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema." The symptom and sign reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Doctor reported patient recovered. The product was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. However, the evaluation of the returned lens case revealed it did not meet all product requirements. A review of the manufacturing records associated with this case lot found the product met acceptance criteria at the time of release.

Event description:
Consumer reported vision loss, irritation and bleeding, he thought it was allergies. Consumer reported visiting an emergency room and the doctors could not figure out the problem. Consumer was prescribed eye drops and referred to a specialist. Consumer reported the specialist thought he probably got something in his eye or that it was from his contacts. No medication prescribed but he was instructed to stop wearing contacts and to use a rewetting drop. He indicated he recovered. The specialist's office reported the patient was referred to them for an evaluation of a corneal abrasion. He visited the office two days after the emergency room. Patient had irritated eyes that were bloody looking but not actually bleeding. No corneal abrasion was observed. Patient was diagnosed with trace superficial punctate keratitis(spk) and instructed to do hot compresses and use artificial tears. Patient returned over a month later for a routine visit and the trace spk had resolved. At that visit, the doctor diagnosed the patient with bilateral dry eye syndrome. The doctor does not know if the event is related to a specific product. Medical documentation was requested from the emergency room but not yet received. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.